Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they modified settings as an intervention to resolve the neurostimulator not working. The patient also stated that the parkinson's symptoms were resolved.

Manufacturer narrative:
Date of the event: (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's stimulator was not working because they had sudden return of parkinson's symptoms. Patient stated that they did not know how well the therapy had really worked until they had that loss of therapy, further mentioning that when the implant works it really helps with the tremors but was not right now. Patient checked their ins with the patient programmer and showed ins was on and ok. No falls or trauma that could be related to the issue was reported. Patient stated that the issue started after they got a CT scan of their arm for a torn tendon that was not related to the device/therapy. Patient has an appointment with the brain surgeon on (B)(6) 2018 and the patient wants the manufacturer's representative (rep) to be at an upcoming doctor's appointment on (B)(6) 2018. No further patient complications were reported/anticipated as a result of this event.